Manufacturer narrative:
(B)(4).

Event description:
It was reported a device session record confirmed that the device had prematurely reached elective replacement indicator only two years after the device was implanted. The device was explanted and replaced without adverse consequences. The patient condition is stable.

Manufacturer narrative:
No conclusion code available; the reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high current drain was noted. The cause of the high current drain is believed to be an anomalous component on the hybrid.